Event description:
The customer reported low blood glucose. Assisted customer with treating low bgs. During the call the customer stated that paramedics were caled out to his home. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. Suggested that customer call his doctor to discuss possible cause of low sugar level.